Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 23. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, increased sensitivity and fistula. No further patient complications were reported.